Event description:
Procedure: stress urinary incontinence. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury, pain, mesh erosion, mesh contraction, infection, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, pelvic floor damage, recurrent urinary incontinence, disability and has undergone add'l surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).